Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a other (unusual issue) issue. The reporter alleged that the pump was responding slowly to button presses. It was noted that the pump would take 20 seconds to switch screens/menus after button presses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 05/13/2015 ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump¿s black box history showed no activity outside of normal use. During testing, the pump was paired with a test continuous glucose monitor transmitter. The pump suspend/resume feature was found to function appropriately. The keypad was found to be fully intact; no damage was observed. All keypad buttons responded appropriately to button presses with no delay. The complaint that the pump was responding slowly to button presses was not able to be duplicated during investigation. No defects were found.